Manufacturer narrative:
Citation: bouleti, c. Md. Early and late outcomes after trans-catheter aortic valve implantation in patients with previous chest radiation. Heart; (2016). 102(13):1044-51 doi 10.1136/heartjnl-2015-309101 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes in radiation and matched control patients undergoing transcatheter bioprosthetic aortic valve implantation and to identify predictive factors of survival. All data were collected from a single center 2006 between 2011. The study population included 52 patients, which were implanted with either a corevalve or a non-medtronic balloon expandable transcatheter bioprosthetic aortic valve. The study population was predominantly 50% male and female; mean age 73 years. Serial numbers were not provided. Among all patients adverse events included: valve dislodgement, valve mispositioning treated with a second valve implant, electrocardiogram (ECG) changes, permanent pacemaker implant and mild paravalvular leak (pvl). Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.